Event description:
Letter from hospital states the tip of the device was found broken inside the patients joint space. The patient had undergone acl reconstruction in 2004. A second surgery was required to remove the broken tip of the implant. The exact date of this surgery is unknown; however, the patient was fully healed at the time it was performed. Also reference ca37189a & ca3719da for additional two events reported by the same hospital. This device is used for treatment.